Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother stated that the connection is intermittent; when patient opened the application, it was working fine; no issues. Dexcom representative advised patient's mother to close all background applications, removed other bluetooth devices in the smart device's settings. Patient's mother stated that the smart device died. Educated the patient's mother on no signal condition when smart device is powered on and until the application is opened. Also recommended patient's mother turn off the power save mode on the smart device. Patient's mother reported a good connection and working properly at this time. No additional patient or event information is available.